Manufacturer narrative:
Investigation: due to the circumstance that we did not receive any devices, a detailed investigation is not possible. Conclusion and root cause: due to the circumstance that we did not receive any products for investigation, it is not possible to determine the cause of the loosening. We assume that this failure is not product related. Rational: there are no indications of a product or design failure. It could be possible that the surgeon did not use the cement as intended. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). It was reported that a patient had total knee arthroplasty in (B)(6) 2015 at (B)(6) hospital. About 1 year later, the femoral loosening occurred.